Event description:
Patient came to the hospital with chest pain and unstable angina. While attempting to deploy a cypher stent, the stent came off in the vein graft (femoral). The patient was taken to surgery and the stent was retrieved. There was no patient injuries. The product will be returned.